Event description:
The open-end ureteral catheter had been in place in the patients bladder for less than 5 minutes when the catheter broke into several pieces. All pieces were retrieved and accounted for post-op using cystoscopy grasping forceps. There was no harm to the patient. Per the reporter, patient condition is noncontributory since there was no harm from device.

Manufacturer narrative:
Reviewed the device history record for the complaint device. The facility did not return the complaint device, thus cook could not perform a physical examination of the device. Cook reviewed the workorder of the complaint device's lot number; no issues were found during the manufacturing or inspection of the complaint device.